Event description:
Per the clinic, the patient experienced an overgrowth of skin tissue around the implant site. The patient underwent a procedure (date not reported), to replace the abutment with a longer model. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.